Manufacturer narrative:
(B)(4). Results: (occlusion/thrombus, tvr).

Event description:
Patient received a 2.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the 1st om during index procedure, with no issues reported. During the procedure, the patient also received 2 endeavor sprint rx stents in the distal lcx. It was reported that approximately 10 months post implant, the patient presented with symptoms. Nitro was administered and the symptoms improved. It was reported that one month later, the patient was re-hospitalized with symptoms of exertional angina. Angio confirmed complete occlusion of the previously placed stent in the 1st om at its ostium. Fifty percent in-stent re-stenosis of the distal cx was also observed. In addition, in-stent re-stenosis of the lad, and de novo disease of the mid pda were also confirmed. Unsuccessful pci was attempted to the 1st om (fluch of occlusion). It is unknown if this occlusion was a thrombus. It was reported that the patient was discharged and will continue medical management. Investigator reported that the event was probably related to the study stent. No other clinical sequelae were reported.